Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had visited emergency room due to low blood glucose levels on (B)(6) 2022. Blood glucose level at the time of incident was 22 mg/dl. Customer was given glucagon shot and insulin drips in ambulance. The retainer ring was broken. The insulin pump will not be returned for analysis.